Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found high alarm/downstream occlusion alarm displayed. Visual inspected the pump and found no damaged or cracked; however, found air bubbles on the pump downstream occlusion sensor. The customer's stated problem was verified. During investigation the pump was inspected, and cassette attached onto the device and the pump displayed "cassette not attached properly" alarm. Further investigation of the pump determined that air bubbles on the pump downstream occlusion sensor was the root cause of the issue. The downstream occlusion sensor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.